Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
On 02/05/2025, fujifilm corporation became aware of a safety issue for an sys/mr/oasis open+vertex ii in which a flex coil burnt the patient. Fujifilm corporation is informed from fujifilm healthcare americas, they saw exposed wires on the coil, about 1/2 inch. Initial complaint was received 12/03/2024 where it was only reported that the padding on xl flex is torn & exposing the wires. The coil was repaired on (B)(6) 2024. Upon further investigation, the following details have been updated. From the additional information, we have obtained information that there was a minor burn to the patient. It was determined that there was no serious injury as it was determined after the incident there was a minor burn treated with ice pack.